Manufacturer narrative:
For the 1 event reported under exemption number e2012014, 1 complaint devices was disposed. 1 event was found to have a root cause of user error. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned" for all relevant events.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ e2012014 for product code kod. This report covers 1 reported event of balloon burst/ruptured. All demographic information is unknown.